Manufacturer narrative:
Citation: monteiro c permanent pacing after transcatheter aortic valve implantation: incidence, predictors and evolution of left ventricular function arq bras cardiol. 2017 dec;109(6):550-559. Doi: 10.5935/abc.20170170. Epub 2017 nov 27. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding permanent pacing after transcatheter aortic valve implantation: incidence, predictors and evolution of left ventricular function. All data were collected from multiple centers between january 2008 to january 2015. The study population included 670 patients (predominantly male; mean age 82 years), 498 of which were implanted with medtronic corevalve. The serial numbers were not provided. Among all patients 30-day and cardiovascular mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: permanent pacemaker implantation, poor overlapping, prosthesis migration, embolization and second prosthesis. Based on the available information, these events may be attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.